Manufacturer narrative:
Concomitant medical product/s: vlft10gen vlft10gen ft series energy platformx1 serial #:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was connected to the ft10 main unit. Inserted the tissue around the esophagus, into the jaw of the device, gripped the handle, and pushed the tactile switch to output. After the output stopped, they pulled the knife trigger to cut the tissue, then opened the handle. Confirmed that the handle was stuck while opening of the jaw was poor and knife returned poorly/hard to return. Confirmed the phenomenon from the first time after connection. Output to the tissue and implemented again. Cleaning was done one time after the event occurred. Device was not locked on tissue, knife blade was not extended, no blood loss, tissue was not in any tension, and procedure was not extended. Since the current situation did not improve, it was exchanged for a new product. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a wire failure. The device was disassembled and it was found that the device's red wire had come out of the pull tube and the knife pull would get stuck on it when attempting to advance and retract. It was reported that the knife blade of the device would not retract and the jaws of the device were difficult to open. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Further action was not required because the event had foreseen risk and is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.